Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Device history record (DHR) review for 1939551: the lot 6005610 was manufactured according to the work instruction (wi) version 79 appendix 1 batch card for production of packaging room, on 20/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a high ketones event. Patient's treatment for high blood glucose was reported to be injections. Patient's blood glucose at time of event was over 20 mmol/l. Patient was hospitalized. No further information available.